Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2020-48636. It was reported that the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.